Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the missed refill appointment occurred on (B)(6) 2018 due to the patient forgetting the refill appointment date. It was reported that the pump was refilled on (B)(4) 2018. No further complications have been reported as a result of this event.

Manufacturer narrative:
This field was updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The cause of the volume discrepancy was unknown. No interventions were planned. Patient weight and medical history were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 551.3 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity. It was noted that the patient was also taking 30mg of oral baclofen. It was reported that the patient forgot to come for a refill appointment and that their pump showed an empty reservoir alarm had occurred. The hcp was concerned because based on the low reservoir alarm date and pump flow rate the pump should have been empty around (B)(6) 2018 but during the refill today she was still able to withdraw medication from the pump. It was noted that the expected reservoir volume was 0 and the actual reservoir volume was 2. The caller stated that the patient's spasticity was slightly worse. No further complications have been reported as a result of this event.